Event description:
It was reported to boston scientific corporation that on an unknown date a gemini stone retrieval paired wire/helical basket was being prepared for a procedure the basket would not close. The complainant indicated that the device was not used and the procedure was completed with a different device. The physician noted that the stone had passed and there were no patient complications.

Manufacturer narrative:
A review of the device history record revealed no issues that could be associated with this incident. A lot history search was performed and found 1 similar complaint has been reported from this lot. A total of 2 complaints have been reported for product from this lot. 11mm gemini product family for the 15 months ending 2008, was reviewed and no current trends in the number of complaints for this malfunction were found. The customer complaint has been confirmed. The basket of the device is opened and cannot be closed due to the handle cannula separating from the pinch vise inside the handle. The handle cap was found to have been tightly secured to the handle. A loose handle cap is the leading cause of handle cannula separation, but that did not occur for this device.